Event description:
It was reported that this left ventricular (lv) lead exhibited high threshold. The lv threshold on this patient has continued to go up over time and the physician chose to do extraction. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.